Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device. A definitive root cause could not be determined. Growth of microorganisms were found upon initial testing by olympus. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the device evaluation, the gastrointestinal videoscope tested positive for 1 colony forming units (cfus) of metabacillus sp in the air/water channel, 15 cfu of bacillus cereus, lysinibacillus sp, niallia sp, priestia sp, rossellomorea sp in the instrument channel, and 7 cfu of bacillus species détecté, aerococcus viridans in the suction channel. Additionally, the device exhibited foreign objects on the adhesive of the bending section cover (a-rubber), air/water tube, channel tube (ch-tube), and jet tube (j-tube). There was no patient involvement.